Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading higher as compared to his normal readings/feelings. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2012 and obtained the following information. The patient claimed that approximately one month ago, he tested on the subject meter first thing in the morning before breakfast and reported a blood glucose result of "222mg/dl" which he felt was higher than his normal readings which are usually between 120-150 mg/dl in the mornings. The patient stated he manages his diabetes with two types of insulin (n and r) and self adjusts both types based on his meter readings. He stated he administered both insulins immediately after testing based on the high reading and since he didn't feel that high, he decided to test again within a few minutes of taking the insulin. He reportedly tested on the same meter and received a value of "185mg/dl" and then ate his breakfast as usual. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. Approximately 45 minutes later, he claimed he developed symptoms of "shaking" and ate some more carbs. He advised the mss that he felt better one hour later. No other device was used for testing. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct. The sample was taken from the same approved source. The subject test strips were unexpired and stored correctly. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.